Event description:
Additional information revealed that the patient underwent surgical intervention on (B)(6) 2021 where 2 occipital leads were placed and two octrodes were placed/coupled to the existing rechargeable ipg. The old cervical leads were left implanted and are no longer connected. Postoperatively, the patient has effective therapy.

Event description:
Related manufacturer report number 1627487-2021-01071. It was reported that the patient was not receiving effective therapy. It was found that both leads had high impedances. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
A patient experienced ineffective stimulation due to high impedance was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.